Manufacturer narrative:
Initial.

Event description:
It was reported that an unable to proceed alert occurred during the fill tubing step of a supply change, associated with a complete blockage involving the tube component; the user was walked through a full supply change that then proceeded without issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related problem was identified, with the device issue characterized as a complete blockage localized to the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.